Manufacturer narrative:
(B)(4) date sent: 6/5/2026 b3: unknown; captured as awareness date d4 batch #: unknown d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested and the following was obtained: what was the exact surgical procedure? Unk what is the user¿s experience with the device? Unk what generator power level was being used in the original procedure? Unk were there any issues with the device during the original procedure? No what named vessels was the device used on in the original procedure? Unk what was the approximate width of the vessel(s)? Unk how was the bleeding identified? Unk when was the bleeding identified? Bleeding occurred after the original procedure. What was the source of bleeding? Unk what was done to address the bleeding during the re-op? Please provide more detail on the assessment of the cause of this event to be related to the user and not device. =>the attending physician commented that there were no issues with the device and that it is recognized as a user-related problem. What is the patient¿s current status? The patient is progressing without any problems since re-operation. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by the sales rep that, after an unknown ent (eyes, nose, and throat) surgery, postoperative bleeding occurred, and upon performing reoperation, treatment was performed. The patient has recovered without any problems since the reoperation. The surgeon believes the cause of this event is not a problem with the instrument, but rather the issue was identified as being on the user's end. No further information is available.